Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts on the ilet while using a contact detach infusion set, observed an air bubble near the connector, and temporarily resumed delivery with blood glucose around 123 mg/dl and not affected. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included supply changes performed by the user following troubleshooting and education, with resolution after replacement. Investigation included call review, user instruction on proper set change technique, confirmation of insertion practices away from scar tissue, and follow-up to monitor for recurring alerts. Investigation of this case revealed infusion set and connector involvement consistent with an occlusion associated with air in the line and resolved by replacing supplies. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion related to set and tubing factors, addressed by proper replacement and technique.